Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned one syringe in a pouch labeled as 0.5ml 31 gauge 6mm syringes from lot # 0174636. The needle shield and hub have separated from the barrel. The hub has become lodged inside the shield. There is no damage to the connector at the distal tip of the barrel or to the base of the needle hub. Plunger cap returned separated from the syringe, but no signs of use. No other defects found. A review of the device history record was completed for batch# 0174636. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated when shield was removed. Verbatim: relion consumer reported, needle hub separated when she removed shield. 1 syringe affected".

Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated when shield was removed. Verbatim: relion consumer reported, needle hub separated when she removed shield. 1 syringe affected."